Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to produce exposure. A review of the system logfiles found a failure in the power-on self-test of the detector. Upon troubleshooting actions, fse identified that the detector was defective. The defective detector was returned for analysis, which concluded that the main board within the detector was the cause of the failure. Fse replaced the detector. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during a coronary angiography procedure under local anesthesia, the azurion system did not emit digital signal angiography (dsa) x-rays as intended. Consequently, the procedure was aborted, and the patient was transferred to another hospital for completion of the treatment. The report noted that the transfer proceeded without complications, and the procedure was successfully completed. There was no reported patient or user harm. An investigation into this complaint has been initiated by philips.